Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery using the buddy wire technique. The first hi-torque bmw universal 190cm guide wire crossed to the right coronary artery without issue, but the second guide wire did not exit the guide catheter (gc). When removed from the gc, the tip of the guide wire had separated from the wire but was still inside the gc. The device was removed with no harm to the patient. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement manipulation/interaction with the guiding catheter and/or the other guidewire while using the buddy wire technique resulted in the noted bent core and ultimately resulted in the reported/noted material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.